Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's relative called in on behalf of the customer stating that the customer was found unresponsive with e blood glucose level of 21 mg/dl. The caller stated that the customer was taken to the hospital by paramedics in january. The caller did not provide any information regarding what led to the event nor did they provide the treatment and symptoms that the customer endured. The insulin pump was not sent back for analysis.